Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities.

Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. A customer reported receiving an unspecified low glucose reading on the abbott diabetes care (adc) device compared to unspecified readings from an adc meter. The customer noted a diagonal downwards trend arrow which indicates glucose is falling (between 1 and 2 mg/dl per minute). The customer was asymptomatic and required administration of a glass of apple juice and insulin (dose/type unknown) for treatment. There was no report of death or permanent impairment associated with this event. Additionally, a sensor scan of 58 mg/dl was compared to a reading of 256 mg/dl obtained on an adc meter. The length of sensor wear was 1 day. When the results were plotted on a parkes error grid, fell into the c zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.